Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 513 mg/dl. Customer stated that insulin pump was alarming due to insulin flow blocked alarm. Customer stated they replaced infusion set and reservoir 3 times yesterday, but still got the insulin flow blocked alert at bed. Customer stated did troubleshooting for high blood glucose, customer stated she treated with manual insulin delivery through syringe as she was currently not connected to the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. Customer stated it has been figured out that the high blood glucose reading was due to the insulin flow blocked alert. Customer stated she was at blood glucose level of 500 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.